Event description:
An advance ce device was positioned proximal to the intended treatment site. The physician attempted to remove the stylette, however could not do so. It appeared that the stylette had pierced through the catheter which resulted in difficulties removing the device. The device had been prepped per the IFU and no issues were noted prior to use of the device. Resistance was noted when advancing the device to lesion and when device was being removed. A second advance ce catheter was successfully used for clot aspiration. No patient injury reported. Post procedure patient reported as normal.

Manufacturer narrative:
Evaluation, results: (no conclusion, evaluation still in progress). Conclusions: conclusion not yet available (evaluation in progress). (B)(4).

Manufacturer narrative:
Results: the reported issue of stylette piercing through the stylette not confirmed. The strain relief was lifted which may have been the issue being reported. The stylet was engaged to the lumen of the catheter and no damage or piercing of the catheter shaft from the stylet was noted. (B)(4). )

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: received for evaluation was one 6f export catheter with original packaging. The catheter exhibited damage to the strain relief .no other damage was noted on the export. The stylet was engaged to the lumen of the catheter and no damage or piercing of the catheter shaft from the stylet was noted. The stylet was easily removed from the lumen and it was undamaged.